Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system had to be rebooted and will not generate x-ray and is making a constant beeping noise. The site aborted imaging and navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Event description:
Additional information was received. It was reported that the xray tube rotor was at fault. It was suspected that the rotor seized up. Additional information was received. It was reported that there was no patient present. The radiologic technician and a globus representative were doing a test run with the robot when the error occurred.

Manufacturer narrative:
H2/h6/additional codes: additional information was received. Ime and imf codes have been added. D9/h2/h3/h6: multiple parts were received (see below for a list) however analysis has not been completed. Codes b21, c21 and d16 reflect this. Parts bi71000450, bi71000194, bi71000576, bi71000230, bi71000196, bi71000577, bi71000576 and bi71000222. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000196, lot #: rev. 5 : h97157 / 97157-v7 .the system was serviced in the field and was giving a constant e147 error. The representative replaced the low voltage power supply and high speed starter pcb which did not change anything. He then replaced the high speed starter board, booster board, and supply board and had no change. He installed a new control board and received the exact same error. He hooked the rotor up externally with factory support and determined it was the tube rotor at fault. He replaced the x-ray tube and recalibrated the system. The old x-ray control board was reinstalled. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional relevant devices pn: bi71000450; lot: rev. 2; s/n (B)(6); pn: bi71000222, lot: rev. 2, s/n (B)(6). H3: the power supply was returned and they were able to confirm the reported issue as the it failed the bench test. The generator control board was tested in a known goof system and the system initialized and everything readied. However, the 2d and 3d imaging failed. As the imaged appeared darker and calibration failed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the booster board, x-ray tube, starter and handswitch were returned to the manufacturer for analysis. The booster board was installed in a test system. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration passed. 2d and 3d imaging was successful. X-ray tube passed bench test. Resistance of the large and the small filament on both anode and cathode was within range and installed in a test system. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration passed. 2d and 3d imaging passed. Starter was installed in a test system. System readied and booted several times. Both 2d and 3d imaging were successful and no errors were observed while testing. No problem found. Hand switch passed visual inspection. Hand switch was installed into a test system. System booted and readied, multiple 2d and 3d images were acquired without issue. No fault found while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.